Event description:
During evaluation of the customer's device, stryker observed that the energy delivered by the device was not as expected. In this state, wrong defibrillation therapy may be delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker field service technician evaluated the customer's device and observed that the defibrillation therapy delivered was not as expected. The device was returned to stryker. Upon further evaluation, the reported issue could not be duplicated. The customer declined the repair of the device. The device was returned to the customer, unrepaired.